Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the buttons on the insulin pump were unresponsive. Customer also stated that he had recently fallen into water while wearing the insulin pump. Blood glucose level at the time of the call was 150 mg/dl. No further information was provided.

Manufacturer narrative:
Insulin pump up arrow button did not respond due to corroded keypad trace. Unable to verify battery out limit alarm due to no button response. Insulin pump had moisture damage on electronics, minor scratches on display window, cracked display window corners and broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.